Manufacturer narrative:
H2 should not have "1126 - use of incorrect control/treatment settings" as a medical device problem code.

Event description:
It was reported that the patient presented in person for an in-clinic follow-up. While interrogating the device, it was noted that an error message popped up. Following the error, the device history had been erased and was updated to current settings. The patient was in stable condition.

Event description:
It was reported that the patient presented in person for an in-clinic follow-up. While interrogating the device, it was noted that an error message popped up. Following the error, the device history had been erased and was updated to current settings. No intervention was performed. The patient was in stable condition.